Event description:
New versed bottle (100mg/100ml) hung at 4pm at approximately 4pm. Drip stopped more than a day later, at 1240am. Versed drip infusing at 1mg/hr (1ml/hr). Witnessed wasted = 92ml out of 100ml. Bottle was hanging for approximately 32 hours. 32 ml should have been infused. Pump was taken out of service.